Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil had a spike. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil had a spike. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance spikes in the defibrillator coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a fluoroscopy revealed that the setscrew on the implantable cardioverter defibrillator (ICD) header was not tightened. The device pocket was opened and the setscrew was tightened. A tug test was performed and all lead measurements where within normal limits. The device and lead remains in use.